Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was 4 cm long. It was reported the bifurcated stent graft was positioned at the intended location below the renal arteries and it was deployed just below the renal arteries until the contralateral gate opened. The contralateral gate and renal arteries were confirmed with ivus. The iliac limb stent graft was implanted into the contralateral gate, and then deployment of the ipsilateral limb of the bifurcated stent graft was completed. Upon completion of the deployment an angiogram showed that the bifurcated stent graft had moved 1 cm distally; however, it is unk what caused the stent graft movement. Since the aortic neck was 4 cm long there was enough overlap with the stent graft; therefore, the physician decided no further intervention was necessary. There was a good outcome of the procedure. No add'l clinical sequelae were reported and the pt is fine. The delivery system was discarded.

Manufacturer narrative:
Result: lack of info (unk cause of distal stent graft movement). Conclusion: lack of info (unk cause of distal stent graft movement).